Event description:
It was reported that the right ventricular (rv) lead had a possible micro dislodgement. The lead measured high thresholds and sensing difficulties. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the lead was returned, analyzed, and analysis results revealed no anomalies found. Also noted was explant damage.

Event description:
It was reported that the right ventricular (rv) lead had a possible micro dislodgement. The lead measured high thresholds and sensing difficulties. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).